Event description:
It was reported in (B)(4) that the pt's right side rail was broken leaving sharp edges and was missing two spindles from the foot-end half of the side rail. No adverse consequences were alleged.

Manufacturer narrative:
Na